Manufacturer narrative:
On (B)(6) 2017 root cause : the power management (pm) pcba was tested and no failures were identified. Correction made to codes to reflect root cause information.

Event description:
The customer reported a malfunction of the back-up alarm. Patient involvement unknown.